Event description:
The pt tested blood glucose on suspect device in the morning and was 331 mg/dl, 472 mg/dl, and 246 mg/dl all within 10 minutes. The patient felt like her blood glucose was actually low but decided to treat herself based off of suspect device readings. She took normal insulin dosage (nph 80 units in a.m.) She then passed out and daughter found her and called paramedics. The paramedics tested her blood glucose on their device about 30-45 minutes after pts last reading and their device read 60 mg/dl. The pt was given an intravenous with glucose and transported to the hospital. At the hospital her blood glucose was 80 mg/dl, after paramedics treatment.